Event description:
It was further reported that the screws were replaced with new screws during the procedure leading to the thirty (30) minute delay. The procedure was completed successfully with no impact to the patient reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4. A manufacturing record evaluation was performed for the finished device. Product code: 186715000s, number: 341954, it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 13/05/2022. Qty: (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: additional device product codes: kwp, nkb, osh, mnh, kwq. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in switzerland as follows: it was reported that during a procedure for idiopathic adolescent scoliosis on (B)(6) 2022, when the viper innies were screwed into the viper cfx and uniplanar screw heads, the innies had a hard time being screwed on. There was some kind of resistance, and the thread of the innie would pull off. The surgery was delayed by 30 minutes due to this event. The procedure was not successfully completed. One screw had no innies in it. No further information is available. This report involves one viper system single inner set screw 5.5. This pc is related to (B)(4). This pc was created to capture the uniplanar 5 x 35mm (4) and mis single inner setscw (11). This is report 9 of 13 for (B)(4).